Manufacturer narrative:
Zimmer biomet complaint (B)(4). Should additional information is received, a follow up report will be submitted.

Event description:
It was reported that implant (ifnt511) was not performed as intended and therefore removed. No additional information was received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One full osseotite® tapered certain® implant 5 x 11.5mm (ifnt511) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using appropriate instructions for use and risk files. Functional testing could not be performed since the product was not returned. Pre-existing condition noted on the per was low bone density type iii. The device was being placed on an unknown tooth location when the incident occurred. X-ray or picture images were not provided. DHR review for the lot (2019020971) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2019020971) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned. Based on the investigation, risk review and IFU, the probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating. The following sections have been updated: g7: checked "follow-up". The following section has been corrected: d10: device available for evaluation.